Manufacturer narrative:
The insulin passed the displacement, prime, and excessive no delivery test, no alarms noted during testing. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, and the cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during prime. Customer's blood glucose reading was 126 mg/dl. Troubleshooting was done. Insulin finally exited from tubing with manual plunger push. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.